Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead were fractured. The leads were capped and replaced, and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.